Event description:
It was reported "guidewire broke off in the raulerson syringe". The device was removed. No paitent harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The device from this event is not pictured in the photos. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was not confirmed by visual inspection of the customer supplied photos. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "guidewire broke off in the raulerson syringe". The device was removed. No paitent harm or injury. No medical intervention required. The patient's current condition is reported as "fine".